Manufacturer narrative:
Device evaluation:based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Malposition: unable to observe as it is a medical event not related to the device. Additional observations: crease flat observed on the device. White particles observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported a left side "hardness to the touch," "pain," "discomfort," "capsular contracture" "baker grade iii/IV," and "implant sitting higher than normal." Capsular contracture event was confirmed via unspecified diagnostic testing. The device has been explanted and replaced.

Manufacturer narrative:
Continued evaluation codes: f2303. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "capsular contracture" baker grade iii/IV (from diagnostic testing).

Event description:
Healthcare professional reported a left side "hardness to the touch," "pain," "discomfort," "capsular contracture" "baker grade iii/IV," and "implant sitting higher than normal." Capsular contracture event was confirmed via unspecified diagnostic testing. The device has been explanted and replaced.